Event description:
It was reported to philips that the device had a battery charge problem. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device arrived at the bench with a 40% charged battery, the bench tech charged (via the defibrillator) and it charged without problem. The bench tech carried out another load test with a battery from the bench, always via the defibrillator (of the client) result: the battery was also charged without problem. The complete maintenance check of the device has been carried out. No device problem was detected. The device was returned to the customer. It has been concluded that no further action is required at this time.